Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Device passed the delivery accuracy test. No unexpected possible under delivery anomalies, insulin flow blocked alarms or bolus not delivery messages noted during testing. Device received with minor scratches on lcd window. Device received with scratched casing, missing display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture and slight corrosion on battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose . Customer¿s blood glucose was 150 mg/dl. Customer¿s current blood glucose: 400 mg/dl. The customer experienced symptoms such as head hurts, frequent urination. Customer treated for high blood glucose with manual injection 4unit. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer reported that blood glucose is 450 mg/dl. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Reasons why customer alleges pump is under delivering as blood glucose has been out of control for two weeks. Customer performed displacement test and the test was passed. Customer is able to perform high pressure test at this time. Assisted with performing the high pressure test and the test results was passed. Customer reported that insulin pump was dropped and display had scratch. The insulin pump will not be returned for analysis.